Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
Received info regarding air bubbles coming from the cartridge. The customer's blood glucose level was not impacted. The customer loaded a new cartridge and resumed insulin delivery successfully without air bubbles.